Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was no power alarm sound failed during smr upgrade. The controller was exchanged out with no effect to the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the failure of the "no power alarm" to sound during power disconnect, as specified in the event details. Internal analysis of the controller found that the internal battery had failed was unable to be recharged. The manufacturer has opened an internal investigation related to the failure of the internal battery. The most likely root cause is the failure of the internal battery to hold a charge which failed to provide power to the speaker when both power sources were disconnect.